Event description:
Reporter alleged obtaining the results of 200 mg/dl and 88 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she drank a (B)(6) because she felt hypoglycemic. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.